Event description:
It was reported that the patient underwent "removal of bilateral sacral screws with an arthrodesis, noninstrumented technique using bmp at l5-s1. Proceeded to expose mass of bone between l5 and s1 joints, and decorticated with the drill and placed in bmp." It was reported that the patient suffered nerve damage, chronic pain in the limbs, dysphagia, and he believes he has bone spurs in his lower lumbar. Reportedly, the patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression. Patient also suffers from radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a lumbar fusion on (B)(6) 2010. On (B)(6) 2011, patient underwent an anterior cervical discectomy and cervical fusion using bmp2_acs. Patient's post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth (aka "bone overgrowth") and resulting nerve compression. Patient suffered from a significant amount of pain. Patient requires pain medication to deal with his severe pain. Patient is also less mobile than he was before the surgeries. The patient now has bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.